Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on (B)(6)2019. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain in some positions") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis and nickel sensitivity. On (B)(6)2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint ache"), thyroid disorder ("thyroid gland problems"), gastrointestinal disorder ("intestine symptoms"), fatigue ("tiredness / fatique"), skin disorder ("skin problems"), diarrhoea ("diarrhea"), burnout syndrome ("on sick leave due to burnout") and insomnia ("sleeplessness") and was found to have weight decreased ("weight decrease"). The patient was treated with surgery (laparoscopy, hysteroscopy and fallobian tubes and essures removal). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain, arthralgia, thyroid disorder, gastrointestinal disorder, weight decreased, fatigue, skin disorder, diarrhoea, burnout syndrome and insomnia outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, burnout syndrome, diarrhoea, fatigue, gastrointestinal disorder, insomnia, skin disorder, thyroid disorder and weight decreased with essure. The reporter commented: the essure removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2019: the physician´s report received via fi ha valvira. Reporter information was updated. Patient¿s medical history included nickel allergy. The patient also experienced diarrhea, on sick leave due to burnout, sleeplessness and abdominal pain in some positions. It was confirmed that medical device was removed. The event "laparoscopy, hysteroscopy and fallopian tubes and essure removal/ medical device removal" was deleted and considered as surgical treatment of abdominal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 21-jan-2019. The most recent information was received on 11-feb-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain in some positions") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis and nickel sensitivity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint ache"), thyroid disorder ("thyroid gland problems"), gastrointestinal disorder ("intestine symptoms"), fatigue ("tiredness / fatigue"), skin disorder ("skin problems"), diarrhoea ("diarrhea"), burnout syndrome ("on sick leave due to burnout") and insomnia ("sleeplessness") and was found to have weight decreased ("weight decrease"). The patient was treated with surgery (laparoscopy, hysteroscopy and fallopian tubes and essures removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, arthralgia, thyroid disorder, gastrointestinal disorder, weight decreased, fatigue, skin disorder, diarrhoea, burnout syndrome and insomnia outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, burnout syndrome, diarrhoea, fatigue, gastrointestinal disorder, insomnia, skin disorder, thyroid disorder and weight decreased with essure. The reporter commented: the essure removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("laparoscopy, hysteroscopy and fallopian tubes and essures removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint ache"), thyroid disorder ("thyroid gland problems"), gastrointestinal disorder ("intestine symptoms"), fatigue ("tiredness / fatigue") and skin disorder ("skin problems") and was found to have weight decreased ("weight decrease"). The patient was treated with surgery (laparoscopy, hysteroscopy, and fallopian tubes and essures removal was performed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthralgia, thyroid disorder, gastrointestinal disorder, weight decreased, fatigue and skin disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, gastrointestinal disorder, medical device removal, skin disorder, thyroid disorder and weight decreased with essure. The reporter commented: the essure removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.